Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included chronic back pain, weakness muscle, depressive disorder, weight gain, crying, stress, backache, low back pain, pain in hip, lumbar disc herniation, visual disturbances, bone pain, vaginitis, insomnia and sleep apnea. Concurrent conditions included depression, asthma, sciatica, nausea, morbid obesity, low back pain, vaginal odor, itching, photophobia, rash over arms, situational anxiety, periodic limb movement disorder, localised osteoarthritis, chronic pain, neck pain, obstructive sleep apnea syndrome, memory disturbance, periodic limb movement disorder, sleep disturbance, anxious mood, scotoma, fatigue, neck stiffness, dysphoria, myalgia of lower extremities, dizzy and discomfort. Concomitant products included budesonide;formoterol fumarate (symbicort), bupropion hydrochloride (wellbutrin), ipratropium, isometheptene, ketorolac tromethamine (toradol), montelukast sodium, nicotinamide (nacro), ondansetron hydrochloride (zofran), oxycodone hydrochloride;paracetamol (percocet), rizatriptan benzoate (maxalt), topiramate (topamax), tropicamide (midrin m) and venlafaxine hydrochloride (effexor sr). On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in removal date. In current follow up it was reported as (B)(6)2016. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included chronic back pain, weakness muscle, depressive disorder, weight gain, crying, stress, backache, low back pain, pain in hip, lumbar disc herniation, visual disturbances, bone pain, vaginitis, insomnia and sleep apnea. Concurrent conditions included depression, asthma, sciatica, nausea, morbid obesity, low back pain, vaginal odor, itching, photophobia, rash over arms, situational anxiety, periodic limb movement disorder, localised osteoarthritis, chronic pain, neck pain, obstructive sleep apnea syndrome, memory disturbance, periodic limb movement disorder, sleep disturbance, anxious mood, scotoma, fatigue, neck stiffness, dysphoria, myalgia of lower extremities, dizzy and discomfort. Concomitant products included budesonide; formoterol fumarate (symbicort), bupropion hydrochloride (wellbutrin), ipratropium, isometheptene, ketorolac tromethamine (toradol), montelukast sodium, nicotinamide (nacro), ondansetron hydrochloride (zofran), oxycodone hydrochloride;paracetamol (percocet), rizatriptan benzoate (maxalt), topiramate (topamax), tropicamide (midrin m) and venlafaxine hydrochloride (effexor sr). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in removal date. In current follow up it was reported as (B)(6) 2016. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. Event "device monitoring procedure not performed" added. New reporter, concomitant drugs added. Removal surgery updated. On 5-feb-2020: pfs received: essure removal date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,') and genital haemorrhage ('heavy abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic back pain, depression, weakness muscle, asthma, depressive disorder, weight gain, crying, stress, backache, low back pain, pain in hip, lumbar disc herniation, visual disturbances, bone pain, vaginitis, insomnia and sleep apnea. Concurrent conditions included sciatica, nausea, morbid obesity, low back pain, vaginal odor, itching, photophobia, rash over arms, situational anxiety, periodic limb movement disorder, localised osteoarthritis, chronic pain, neck pain, obstructive sleep apnea syndrome, memory disturbance, periodic limb movement disorder, sleep disturbance, anxious mood, scotoma, fatigue, neck stiffness, dysphoria, myalgia of lower extremities, dizzy and discomfort. Concomitant products included bupropion hydrochloride (wellbutrin), dichloralphenazone;isometheptene;paracetamol (midrin), ketorolac tromethamine (toradol), nicotinamide (nacro), ondansetron hydrochloride (zofran), ondansetron hydrochloride (zofran), oxycodone hydrochloride;paracetamol (percocet), rizatriptan benzoate (maxalt), topiramate (topamax) and venlafaxine hydrochloride (effexor sr). In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs and mr received reporter information was added. New event migraine, headaches were added concomitant drug and medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included chronic back pain, weakness muscle, depressive disorder, weight gain, crying, stress, backache, low back pain, pain in hip, lumbar disc herniation, visual disturbances, bone pain, vaginitis, insomnia and sleep apnea. Concurrent conditions included depression, asthma, sciatica, nausea, morbid obesity, low back pain, vaginal odor, itching, photophobia, rash over arms, situational anxiety, periodic limb movement disorder, localised osteoarthritis, chronic pain, neck pain, obstructive sleep apnea syndrome, memory disturbance, periodic limb movement disorder, sleep disturbance, anxious mood, scotoma, fatigue, neck stiffness, dysphoria, myalgia of lower extremities, dizzy and discomfort. Concomitant products included budesonide;formoterol fumarate (symbicort), bupropion hydrochloride (wellbutrin), ipratropium, isometheptene, ketorolac tromethamine (toradol), montelukast sodium, nicotinamide (nacro), ondansetron hydrochloride (zofran), oxycodone hydrochloride;paracetamol (percocet), rizatriptan benzoate (maxalt), topiramate (topamax), tropicamide (midrin m) and venlafaxine hydrochloride (effexor sr). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in removal date. In current follow up it was reported as (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2021: reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included chronic back pain, weakness muscle, depressive disorder, weight gain, crying, stress, backache, low back pain, pain in hip, lumbar disc herniation, visual disturbances, bone pain, vaginitis, insomnia and sleep apnea. Concurrent conditions included depression, asthma, sciatica, nausea, morbid obesity, low back pain, vaginal odor, itching, photophobia, rash over arms, situational anxiety, periodic limb movement disorder, localised osteoarthritis, chronic pain, neck pain, obstructive sleep apnea syndrome, memory disturbance, periodic limb movement disorder, sleep disturbance, anxious mood, scotoma, fatigue, neck stiffness, dysphoria, myalgia of lower extremities, dizzy and discomfort. Concomitant products included budesonide;formoterol fumarate (symbicort), bupropion hydrochloride (wellbutrin), ipratropium, isometheptene, ketorolac tromethamine (toradol), montelukast sodium, nicotinamide (nacro), ondansetron hydrochloride (zofran), oxycodone hydrochloride;paracetamol (percocet), rizatriptan benzoate (maxalt), topiramate (topamax), tropicamide (midrin m) and venlafaxine hydrochloride (effexor sr). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in removal date. In current follow up it was reported as (B)(6) 2016. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. Event "device monitoring procedure not performed" added. New reporter, concomitant drugs added. Removal surgery updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain,") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.